Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of remodulin was noted to be leaking after infusing for 1 hour. The clinician noticed the ¿cap¿ on the tubing had separated. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer's report of cap coming off tubing and leaked was confirmed per picture received by customer. A picture with an arrow shows what y-site was missing.